Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2008. The partial lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high right ventricular (rv) epicardial lead thresholds. The lead was explanted and replaced. It was further reported there was premature implantable pulse generator (ipg) battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.